Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a case, the surgeon was inserting the titanium 3.5 cortical low profile screw, ar-8735-16, through the compression slot of a 6-hole titanium reconstruction plate. As he reached the far cortex, he continued to try and gain additional compression when the head of the screw broke from the shaft of the screw. The head of the screw was retrieved but the screw is still in the patient stuck within the cortices of bone. Patient is a male, (B)(6). Additional information requested. Additional information provided 6/6/2019: this occurred during a radial shaft fracture and the head of the screw was removed in default of compressing the plate to bone. The patient was (B)(6) with consequentially strong cortical bone in the radius. Rep does not have x-rays but the screw shaft was left in the proximal aspect of the oblong slot of a 6-hole titanium reconstruction plate. No graft was being used in this plating construct.